Manufacturer narrative:
The t:slim x2 basal iq user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose (bg) level was 673 mg/dl. Customer delivered multiple boluses to address elevated bg; however, bg remained elevated and customer was hospitalized. Customer also reported refilling cartridges with insulin from old cartridges. Tandem customer technical support informed customer this is off-label per the user guide. No further details were provided, as contact declined system check with tandem technical support.